Event description:
The customer reported that only the single-shot mode was available. The interval could not be adjusted. The surgeon was able to perform the case in the single-shot mode but it was very tedious and the case was extended about 10 minutes. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the problem reported. The front panel pcb was replaced. The system was recalibrated. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).